Event description:
The gimble sticks causing chair to allegedly drive and not return to neutral. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. The model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.